Event description:
Procedure type: nephrectomy. According to the reporter: the device head was angled and spread out during use and the surgeon felt as though the device was not controlled as he intended. However, he continued to use the device. When the camera was removed from the port, black foreign material was found in the cavity. It was confirmed the clevis of the device was missing. All the fallen pieces were retrieved from the cavity. Other forceps were used to complete the procedure. There was no unanticipated tissue loss, bleeding or tissue damage. No pt harm. Operating room time was not extended.

Manufacturer narrative:
(B)(4).